Manufacturer narrative:
Device analysis conclusion: the guide wire was received at csi for analysis without the spring tip. Visual examination revealed numerus bends and kinks and a fracture. Scanning electron microscopy analysis of the guide wire core fracture revealed rotational and torsion marks on the fracture face, which indicates torsional forces were applied to the wire. Analysis of the fracture face is consistent with torsional damage normally seen when the oad driveshaft is spun into the guide wire spring tip resulting in a fracture. Therefore, it is hypothesized that the root cause of the fractured guide wire spring tip is user error. The diamondback 360® peripheral orbital atherectomy system instructions for use warns, "when moving the crown advancer knob, make sure there is sufficient distance between the guide wire spring tip and the distal end of the shaft (10 cm minimum). If the distance between the shaft tip and the guide wire spring tip is insufficient, the shaft tip may damage the guide wire spring tip and result in dislodgement of the guide wire spring tip. Use contrast injections and fluoroscopy to monitor movement of the shaft tip in relation to the guide wire spring tip." At the conclusion of the failure analysis investigation the reported guide wire fracture was confirmed. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(6).

Event description:
The viperwire guide wire was advanced as far forward as was possible in order to treat a distal lesion in the anterior tibial artery near the ankle. The lesions were severely calcified, and the vessel was tortuous. The guide wire fractured during use, though it is unclear whether the physician spun over the tip of the wire or not. Surgery was performed to remove the fragment. While not all planned treatment could be performed due to the fracture and subsequent surgery, the physician remarked that the pedal pulse was good following the event.